Manufacturer narrative:
Corrected field is h6 component, h6 medical device problem code. Updated fields are b4, b6 additional comments, e1 event site telephone, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion) and h11. Nikhil stated, he has a patient with severe heart failure with a low ef who came in and was transitioned to an axillary balloon and stable on the pump but this morning he received some restriction alarms. They checked everything and got some x rays, and everything looks fine but patient also in a fib with high rates occasionally and augmenting well. But then they got a gas loss alarm, and they were not familiar with it, so nikhil wanted to make sure it's okay. Esp personal provided off label disclaimer. Nikhil denied any blood in the helium tubing throughout any of the alarms. Esp personal explained the nature of the alarm and based on the information nikhil gave the patient's hemodynamics and clinical picture, the alarm was likely caused by movement and tachycardia. Esp personal encouraged nikhil to share this information and esp contact with the bedside team so they could call esp team should the alarm go off several times in an hour so that they could troubleshoot together. Nikhil was appreciative of the support.

Event description:
N/a.

Manufacturer narrative:
Corrected field is e3 ocupation. Updated fields are b4, g3, g6, h2, h3.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
User contacted the emergency support program to report that a patient on the cardiosave/sensation plus iabp experienced a gas loss alarm and intermittent catheter restriction alarms. No patient harm was reported.